Manufacturer narrative:
During additional assessment on july 13, 2017, the biosense webster failure analysis lab found an exposed wire and also that the pebax was damaged. The scanning electron microscope (sem) results showed evidence of mechanical damage on the surface of the ring and a hole on the surface of the pebax. The wire exposed and the hole on the surface of the pebax has also been assessed as a reportable malfunctions as the catheter integrity was not maintained. The awareness date of these issues are july 13, 2017. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During the procedure, there was resistance when removing the smart touch bidirectional sf catheter from the st. Jude sl1 8f 2.6mm/63cm) sheath. When the catheter was removed, it was noted that there was damage to the distal electrode ring as it was slightly lifted. They also noted there was white foreign material around distal ring 1-2. The procedure was completed with no patient consequences. The returned device was visually inspected and it was found that ring #2 was damaged with a wire exposed and there was also pebax damage. No white material was observed. The catheter outer diameter was measured and it was found within specification. For the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage on the surface of the ring and a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the damage electrode was confirmed. The root cause of damage cannot be determined.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17636384l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: non biosense webster - st. Jude sl1 8f 2.6mm/63cm) sheath. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional sf catheter. During the procedure, there was resistance when removing the smart touch bidirectional sf catheter from the st. Jude sl1 8f 2.6mm/63cm) sheath. When the catheter was removed, it was noted that there was damage to the distal electrode ring as it was slightly lifted. They also noted there was white foreign material around distal ring 1-2. The procedure was completed with no patient consequences. The issue with resistance was assessed as not reportable as interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The damage to the electrode with foreign material was assessed as a reportable malfunction. The electrode ring being lifted may cause damage to vascular endothelial linings during the withdrawal of the catheter and the sheath.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/15/2017. The catheter was returned in the condition reported as the electrode ring was crooked and lifted. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).